Event description:
It was reported that the ipg pocket site was tender and bothersome for the patient. Corticosteroid and piriformis steroid injection was given, however, patient did not get relief. Additional information was received that the patient underwent a revision procedure wherein the pocket site was moved. The patient was doing well postoperatively and the device remains implanted.

Event description:
It was reported that the ipg pocket site was tender and bothersome for the patient. Corticosteroid and piriformis steroid injection was given, however, patient did not get relief.